Manufacturer narrative:
A review of the manufacturing records was performed. There were no deviations or nonconformities. A review of the raw material/manufacturing procedures in change control system was done during the period the product was manufactured and did not show any change in manufacturing method,inspections or specifications that could be related with this complaint type. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. No environmental action was found for acrylic clean room class 1,000 when the product was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Labeled for single use: yes. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of event: unknown. Explant date: not applicable (na) - to date the intraocular lens remains implanted. (B)(4). Reason for non evaluation: to date the lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
This report is for the patient's right eye lens implant where it was reported by the patient that her vision is 20/20 in the day time. She is noticing blurriness during evening and night that is making her unable to drive. Six (6) weeks ago she had infection of the left (companion) eye and she went to her implanting doctor, dr. (B)(6). She was prescribed oral doxycycline 250 mg that she took for three and half (3.5) weeks. Patient was also prescribed tobradex eye drops. Her eye infection is not resolved. She has gastric irritation due to the antibiotics and now will be going to the gastroenterologist. Patient is very unhappy that her vision during evening and night is very blurry, more than before surgery. Further, patient commented that the (surgical) facility was not well taken care of and/or clean. Boxes were stacked in the surgery room, dusty and patient was concerned that may have something to do with her infection. The onset of the patient's symptoms was not provided, thus an event date is unknown. No further information was provided. Patient has a companion lens implanted in her left eye that will be reported in a separate emdr.